Event description:
A report was received that the patient was experiencing abdominal and pocket pain. Incision in the thoracic spine had not fully healed and was inflamed. The patient underwent an explant procedure. The physician believes that both of the pains were not device related. The patient is reportedly doing well.

Event description:
A report was received that the patient was experiencing abdominal and pocket pain. Incision in the thoracic spine had not fully healed and was inflamed. The patient underwent an explant procedure. The physician believes that both of the pains were not device related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead with plantalock technology - 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The patient reported abdominal wall pain on the right side after the revision of the paddle lead a couple of months ago. There is no reason to believe that the ipg is the source of the complaint since the device passed dc/current leakage tests. No discrepancies were identified. Explanted lead was not returned to bsn as it was discarded by the medical facility.